Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional component potentially involved in the event: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000049011.

Event description:
Related manufacturer reference number: 1627487-2023-02285. It was reported that the patient's ipg became inoperable and one of the patient's leads was exhibiting high impedances. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg and the lead were explanted and replaced to address the issue. Investigation was unable to determine which of the leads attributed to the event.